Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. However, the receiver ( str-gl-001, sm24456064 ) that was used with the complaint device was returned for evaluation on ((B)(4) 2013). A visual inspection was performed and found no defects. Functional testing was performed and there was no failure detected. The receiver was determined to be operating within the required specifications without malfunction. However, a review of the receiver data log did not confirm the complaint of intermittent out of range.

Manufacturer narrative:
Evaluation of the returned device did not confirm intermittent out of range.

Event description:
Consumer reported intermittent out of range. The consumer did not report any medical intervention or injuries.